Manufacturer narrative:
Investigation summary: one photo and fifty-one samples were received by our quality team for evaluation. From the photo, the team was unable to determine the plunger movement functional failure. The samples were subjected to the plunger breakout and sustaining force test and were within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported when using the bd syringe 1ml ls 26ga 5/8in intrademal bev the plunger was difficult to move. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: "in clinical use, the plunger was found to be difficult to push and pull."

Manufacturer narrative:
Investigation summary: one photo and fifty-one samples were received by our quality team for evaluation. From the photo, the team was unable to determine the plunger movement functional failure. The samples were subjected to the plunger breakout and sustaining force test and were within specification. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported when using the bd syringe 1ml ls 26ga 5/8in intrademal bev the plunger was difficult to move. This event affected 100 devices. The following information was provided by the initial reporter. The customer stated: "in clinical use, the plunger was found to be difficult to push and pull."